Event description:
Pt was revised due to infection, osteolysis, poly wear of the insert, and loosening of the tibial and femoral components.

Manufacturer narrative:
No proudcts were returned. Product info required to review the device history records was not provided. The initial reporting stated, the products are not suspsected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the reported infection; however, infection after approx. Six years implantation is unlikely to be product related. Based on the investigation findings, the need for corrective action is not indicated. Should add'l info be rec'd the investigation will be reopened. Depuy considers the investigation closed.